Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "screwdriver extra short 3.5mm  1806-0203/1 broke during extraction of t2 phn 5mm screw. The screw gave resistance during removal. When the screw was partially removed the screwdriver broke".